Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. During surgery, fluoroscopy showed the right ventricular lead helix could not be completely retracted. The right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of oversensing noise and helix mechanism issue were confirmed. As received, a partial lead was returned in two pieces. A clavicular crush damage was found distal to the suture sleeve tie impression damaging all the cables and inner coil lumens with one ring electrode etfe cable coating and the ptfe liner also found to be damaged in this location. The cause of the reported event of oversensing noise was due to the clavicular crush damage. The helix was found extended, slightly bent consistent with procedural damage, and was clogged with blood/tissue. After cleaning and applying torque to the inner coil at short range, the helix could be retracted and extended. Due to the helix was slightly bent as returned consistent with procedural damage, the full helix extension length was not measured. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.